Event description:
It was reported that a device was used during a laparoscopic assisted total colectomy. It was reported by the affiliate that after successful puncture with a device, the surgeon damaged the mesentery with the device of the second puncture. The surgeon made an incision to check the bleeding location. Suddenly the blood pressure of the pt went down and bleeding was observed. The case was converted to an open procedure, and damage of the aorta was observed. The surgeon could not repair the damage so he ligated the branch of the aorta for hemostasis. The pt expired on the second post operative day due to multiple organ failure. Findings on autopsy were 4 layer damage of mesentery and abdominal aorta damage.